Event description:
It was reported that the customer had a high and low blood glucose level. The customer's blood glucose level ranged from 400 mg/dl to 47 mg/dl. The mother states she treated with the insulin pump and grape juice. After the blood glucose level went down to 40 mg/dl, and 90 mg/dl. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. Also the high pressure test was performed and passed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.